Event description:
The customer reported via phone call that she was receiving discrepancies between sensor glucose and blood glucose readings. The customer stated that she recently had a sensor glucose level below 40 mg/dl and her blood glucose level was 125 mg/dl. The customer also stated that there was blood at the sensor insertion site. Blood glucose level at the time of the incident was 23 mg/dl. Customer confirmed that she treated the low with orange juice. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.